Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump was cancelling boluses. The pump would reportedly stop delivering a bolus and then the screen would go blank. The patient stated that she knew boluses were being cancelled because, she would watch the pump and the meter during a bolus delivery. The patient reportedly could not tell if the meter or the pump was cancelling the boluses when reviewing the pump's history. A normal bolus of 2.0 units of insulin and 5.0 units of insulin were performed via the pump and were successfully recorded in the pump's history on (B)(6) 2012. The patient denied there was damage to the keypad. There were no reported loss of prime or power issues with the pump and the pump was not exposed to x-rays or magnets. Customer support (cs) advised the patient to disconnect from the pump and to go on a back-up plan. This complaint is being reported as the patient stated that her boluses were being cancelled without user intervention.

Manufacturer narrative:
(B)(4): the pump was paired to a test meter for investigation. The black box showed no time or date changes. The pump showed all boluses were completed successfully. During testing, 10 unit normal bolus, 10 unit audio bolus, and a bolus from the meter remote were delivered and accurately recorded in the pump history. The keypad was tested and no hypersensitive keys were observed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.